Manufacturer narrative:
The device was not returned for investigation. However, the provide photo confirmed the report. While the reported event was confirmed, the exact root cause of the balloon rupture could not be determined. Due to the nature of the product, balloon ruptures are an expected risk when using this product. As stated in the IFU: as with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. We have not received any similar complaints related to this lot number. CAPA 2021-009 was previously opened to address this issue. No further action needed at this time. Note: this is report 1 of 2 related to the first catheter used in the event. Report 1220948-2023-00177 was submitted for the second device involved in this event.

Event description:
It was reported the balloon ruptured during a procedure on a patient. No injury was reported to the patient. Note: this is report 1 of 2 related to the first catheter used in the event. Report 1220948-2023-00177 was submitted for the second device involved in this event.